Event description:
It was reported that during a da vinci prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a scissor tip on the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the distributor, the broken piece was successfully retrieved from the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the left scissor blade broken off. Both of the cable crimps remain on the yaw pulleys. No other damage was found.